Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 547 mg/dl. Customer stated that sensor was failed. Customer did not like to continue troubleshooting. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.